Event description:
The patient presented to the hospital due to several shocks. During the follow-up, the physician found two episodes in vf zone. The physician tested the dft threshold with 27.5j shock, excluding the svc coil. The physician performed two tests with the same energy and configuration, which was effective in both cases. All measurements were stable. The shock configuration was programmed to rv-can. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.